Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) on the service order that the handpiece device ran on its own even when no button was pressed. It was not reported if the device was used in surgery or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device bearing was not functioning, defective, handpiece ceased up due to bearing clogged up. It was also noted that the lower trigger was clogged and jammed. It was further noted that the device failed pre-test for leakage, function of all modes, response on/off trigger. It was noted that the handpiece ceased up due to bearing being clogged up, lower trigger was clogged and jammed. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate